Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture thresholds were observed on the left ventricular lead. Fluoroscopic imaging revealed that the lead had become dislodged. No patient symptoms were reported. The lead was successfully explanted and replaced on (B)(6) 2016.